Event description:
It was reported that "during a laparotomy, the needle es electrode, turned white hot and melted. A piece of the melted metal fell into the surgical field. It was retrieved. There was no pt injury and the procedure was not compromised."